Event description:
On (B)(6)2016, j174 was implanted with sjm vdd lead setting at vdd20/130ppm. On (B)(6) me. (B)(6)hospital was informed that patients's pulse seemed to become slower and pg check was requested. Check was performed and pacing failure was observed and intrinsic beat was 40-50bpm. Threshold was elevated to 5.5v/2.0ms, which was reported to physician of cardivascular internal medicine, thereafter its setting was reprogrammed to 7.5v/2.0ms. The patient will visit the hospital in the near future. Physician thinks that the issue might be caused by lead migration but can not determine without seeing and examing the patient. Physician: unknown hospital: (B)(6)hospital implant date: (B)(6)2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).